Event description:
The customer reported that there was a shock failure message when attempting to deliver the second shock.

Manufacturer narrative:
The customer reported that there was a shock failure message when attempting to deliver the second shock. The device was evaluated at philips, and it was determined that the therapy pca had malfunctioned. Replacing the therapy pca resolved the problem, and the device passed all testing.